Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced pain leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred (B)(6) 2015 without issue. Abdominal pain began 10 days after anti-reflux procedure. Esophageal balloon dilation (B)(6) 2015 provided brief pain relief before return of abdominal pain. Uneventful device explant on (B)(6) 2015. Device found in correct position/geometry at time of explant. Pt in satisfactory condition after explant with cessation of pain symptoms.